Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 376 mg/dl. Cause was not known. During troubleshooting, air bubbles were observed in the infusion set tubing. Customer performed a supply change to address this issue and successfully resumed insulin therapy. A correction bolus was delivered to address bg.